Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable total bilirubin result when compared to the result from a chemistry instrument in a laboratory. The result from the cobas b123 analyzer was 415. The result from the laboratory sample was 339. The units of measure were requested, but were not provided. The threshold for treatment at this site was 350. On the basis of the cobas b123 result, triple phototherapy was started. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. It was noted the recommended parameters had not been added to the configuration of the cobas b123.

Manufacturer narrative:
The actual result from the cobas b123 was 415.51. The unit of measure was umol/l.

Manufacturer narrative:
Based on review of the provided systems warnings, errors, and qc results, a specific root cause could not be identified and no system related issue could be confirmed. It was determined the materials met specification. There were no errors and the qc results were within range. High bilirubin results in the cobas blood gas instruments are likely caused by sample related issues such as micro clots from inappropriate sample collection. In this case, there was no specific indication of this, but a sample related issue was possible. An effect on the sample by a contaminated sample tested prior to this sample could not be excluded.